Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove appears to be related to operational context. In this case, it is likely that the patient¿s anatomical condition (heavy tortuosity) caused the damage to the guidewire which resulted in the reported difficulty to remove. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) with moderate calcification and heavy tortuosity. Optical coherence tomography (oct) was performed with the dragonfly opstar imaging catheter over the balance middleweight universal ii guide wire. During removal of the oct catheter, the guide wire was pulled back and became trapped with the anatomy. The wire was kinked and separated and both pieces were removed by simple withdrawal with resistance noted but force was not applied. A non-abbott wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.